Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event report associated with another manufacturer's device which has been received at allergan inc.(B) (4). The following info was provided: (B) (6). Explant physician: dr. (B) (6). Alleged event: health professional reported rupture of gel implant (side unk), manufacturer unk as well. Health professional subsequently reported that the device is a non-allergan device. Implant date: (B) (6) 2000. Explant date: (B) (6) 2010. If I may be of any further assistance in this matter, (B) (6).